Manufacturer narrative:
This report is related to 2124215-2026-01291 as both battery measurements inconsistencies where related to the lower ambient temperature and are not representative of what the measurements would have been in the body.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No additional adverse patient effects were reported. Subsequently, additional information clarified that this pacemaker had already been explanted and replaced with a non boston scientific device prior to the recording of code 1003. The explanted device was retained by the patient at home and placed near the patient active latitude communicator, which prompted the transmission and recording of code 1003. It was noted that the battery chemistry is sensitive to temperature and, due to the device being explanted, the loaded battery measurements were affected by the lower ambient temperature and are not representative of what the measurements would have been in the body. No adverse patient effects were reported. The explanted device remains in the possession of the patient and is not expected to be returned.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No additional adverse patient effects were reported. Subsequently, additional information clarified that this pacemaker had already been explanted and replaced with a non boston scientific device prior to the recording of code 1003. The explanted device was retained by the patient at home and placed near the patient active latitude communicator, which prompted the transmission and recording of code 1003. It was noted that the battery chemistry is sensitive to temperature and, due to the device being explanted, the loaded battery measurements were affected by the lower ambient temperature and are not representative of what the measurements would have been in the body. No adverse patient effects were reported. The explanted device remains in the possession of the patient and is not expected to be returned.

Manufacturer narrative:
This report is related to 2124215-2026-01291 as both battery measurements inconsistencies where related to the lower ambient temperature and are not representative of what the measurements would have been in the body. This report is report is being submitted to correct the following fields: outcomes attrib to adv event field (b2) in section b, adverse event/product prob. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.